Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results obtained. The expected fasting blood glucose test result range is 84-89mg/dl. The customer did reported feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call a back to back blood test was performed by the customer and produced test results of 156 and 171mg/dl non-fasting using the meter. The test strip lot manufacturer's expiration date is 09/29/2019 and open vial date is 5/10/2019. The meter memory was reviewed for previous test result history: result 1: 147mg/dl date:n/a time: fasting , result 2: 163mg/dl date:n/a time: fasting, result 3: 223mg/dl date:n/a time: fasting, result 4: 196mg/dl date:n/a time: fasting, result 5: 82mg/dl date:n/a time: fasting.

Manufacturer narrative:
Manufacturer narrative t, corrected data t internal report: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern unable to establish contact at this time. Product notification letter sent to contact customer care. Correction: initial report submitted with most likely underlying root cause: mlc-18- user has high glucose value, need correction to be most likely underlying root cause: mlc-58.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results obtained. The expected fasting blood glucose test result range is 84-89mg/dl. The customer did reported feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call a back to back blood test was performed by the customer and produced test results of 156 and 171mg/dl non-fasting using the meter. The test strip lot manufacturer's expiration date is 09/29/2019 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).